Event description:
A report was received that the patient underwent an explant due to infection at pocket site. The symptoms were chills, shaking, and incision site is red and inflamed. The physician prescribed keflex. The infection has cleared and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4) and (B)(4), description: linear st lead, 50cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.